Event description:
It was reported that during a routine follow up, the atrial lead exhibited unacceptable thresholds. A fluoroscopy confirmed the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.